Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 15-103688, universal alternate bearing shell, 767400. 11-163690, m2a modular taper, 351920. 15-105044, m2a modular taper, 921890. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06332, 0001825034 - 2017 - 06333, 0001825034 - 2017 - 06334.

Event description:
It was reported that the patient alleged to soft tissue inflammation and tenderness approximately three months post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown shell; unknown head; unknown liner. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.